Manufacturer narrative:
H4: the lot was manufactured august 3-4, 2023. H10: four (4) actual devices were received for evaluation. Visual inspection via the naked eye noted fluid inside the bags that contained the units. When the units were removed from the bags, the cause of the leak inside the bags was found to be the untightened winged luer cap. Signs of surface roughness were not observed inside the caps when inspected under the microscope. A functional leak test was performed and the units were being monitored until the next day; no signs of leak were observed. The reported condition was verified during visual inspection; however, not verified during functional testing. The units were determined to be conforming product during functional testing. The cause of the condition could not be determined; however, a probable cause is user related. The product label (IFU, instructions for use) instructs the user to secure the connection after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume folfusors leaked between the flow restrictor and blue wing cap. This occurred prior to patient use. There was no patient involvement. No additional information is available.